Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. The screw backout in this case probably caused by the excessive force applied to the position of the plate and screws. We concluded that the quality of this product has no relation to this event. The osferion bone void filler package insert status in the following section: warning and precaution. Important basic precautions. When load bearing capacity has been weakened or reduced due to fractures, etc., osferion should only be used if the bone can be reliably immobilized by using external or internal fixations etc. Otherwise, compaction of fractures may occur. If necessary, the fracture should be stabilized using external or internal fixations to prevent post-implantation migration or extrusion of the osferion due to loosening. This report is being submitted as a medical device report is an abundance of caution.

Event description:
A patient underwent high tibial osteotomy (hto). The surgeon in charge of the patient fixed the osteotomized tibia with a bone plate and bone screws for use in internal body fixation and implanted a bone void filler(this product). The surgeon noticed screw back-out (screw loosening) five weeks after the surgery. The postoperative course of the patient is now regularly checked by the surgeon. According to the surgeon, medial joint space narrowing of the affected knee joint is obviously observed in x-ray images. The angle formed by the osteotomy lines at the proximal of the tibial tuberosity is approximately 120 degrees. There is a slight misalignment between the proximal and distal tibial fragments after plate fixation (proximal fragment is displaced slightly rearward to the distal tibia). Revision surgery was performed.